Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the patient slipped out of the mayfield infinity xr2 skull clamp (a2114) during a craniotomy procedure causing a 3 to 4cm head laceration that had to be washed out and cleaned with betadine, then sutured. Patient was in prone position during positioning. The skull clamp was removed from circulation and a different skull clamp was used to complete the case. The patient left the or in stable condition. No surgical delay has been reported.

Manufacturer narrative:
The mayfield infinity xr2 skull clamp (a2114) was returned for evaluation: device history record (DHR - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned device shows that the plunger assembly has cracked pawls and it is not allowing the ratchet extension to move freely through the base casting. Additionally, the device is past the 10-year service life and will be returned to the customer without being repaired. Further investigation by quality engineering confirmed the initial findings of the service team: that the plunger assembly was broken and not engaging with the ratchet extension, and that the unit was in worn condition. Root cause - the complaint is confirmed via inspection of the unit. However, the unit is over 10 years old and past the service life; therefore, it is being returned to the customer unrepaired. The probable root cause is rough or improper handling of the unit. Based on the evaluation of the event, no corrective action is required. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.